Event description:
This file was found to include a diagnostic code/condition that could not be duplicated by the nellcor puritan bennett service representative. The root cause of the issue could not be determined. This is believed to be an isolated event, or may have been initiated through an action of the user. No further action for this complaint is planned.